Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Reportedly, hp received a "check lines and bags" alarm. At time of call, it was noted that some supply bags were empty and the hp had transferred previously spiked bags to alternate supply lines. Hp was instructed by baxter technician regarding the proper procedure and potential risks involved. The hp was assisted in discontinuing their apd therapy and was advised to contact their healthcare professional. (Hcp) hp stated they would complete their therapy with manual exchanges. Follow up with the hcp indicated no patient injury or medical intervention related to reported incident.